Event description:
It was reported that the patient was admitted to the hospital due to very low flow below 2l, and the left ventricle (lv) extremely large. It was noted that the patient international normalized ratio (inr) was over 5 and the mean arterial pressure (map) was 78. The patient was intubated. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the initial reporter information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary were revised. Additional product: serial#: (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Information provided by the site indicated that, in addition to the low flows, the patient presented with fatigue, dizziness, and difficulty breathing, and the left ventricle (lv) was found to be extremely large. It was noted that the patient's international normalized ratio (inr) was over 5 and the mean arterial pressure (map) was 78, and the patient was intubated. Testing revealed a large thrombus located in the inflow cannula, and several medications and therapies, including anticoagulants, thrombolytic therapy, and a washout maneuver, were provided. Review of the controller log files revealed a decrease in power consumption and estimated flows starting on (B)(6) 2023, with a return to baseline parameters on (B)(6) 2023. An additional slight, gradual decrease in power consumption and estimated flows started on (B)(6) 2023. 137 low flow alarms were logged since on (B)(6) 2023. Additionally, review of the event log file revealed five (5) controller power-up events, with associated motor start events, logged on (B)(6) 2023 at 06:14:33 and 12:28:02, on (B)(6) 2023 at 08:33:13, and on (B)(6) 2023 at 03:23:09 and 03:44:12. The controller was without power for 46 seconds, 17 seconds, 16 seconds, 10 seconds, and 29 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported l ow flow and loss of power events were confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. The most likely root cause of the loss of power can be attributed to the reported disconnection of both po wer sources from the controller as described in the event details. CAPA: pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient disconnected both power sources.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Information provided by the site indicated that, in addition to the low flows, the patient presented with fatigue, dizziness, and difficulty breathing, and the left ventricle (lv) was found to be extremely large. It was noted that the patient's international normalized ratio (inr) was over 5 and the mean arterial pressure (map) was 78, and the patient was intubated. Testing revealed a large thrombus located in the inflow cannula, and several medications and therapies, including anticoagulants, thrombolytic therapy, and a washout maneuver, were provided. Review of the controller log files revealed a decrease in power consumption and estimated flows starting on (B)(6) 2023, with a return to baseline parameters on (B)(6) 2023. An additional slight, gradual decrease in power consumption and estimated flows started on (B)(6) 2023. 137 low flow alarms were logged since (B)(6) 2023. Additionally, review of the event log file revealed five (5) controller power-up events, with associated motor start events, logged on (B)(6) 2023 at 06:14:33 and 12:28:02, on (B)(6) 2023 at 08:33:13, and on(B)(6) 2023 at 03:23:09 and 03:44:12. The controller was without power for 46 seconds, 17 seconds, 16 seconds, 10 seconds, and 29 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported low flow and loss of power events were confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: additional products: controller serial or lot#: (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d15 product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Information provided by the site indicated that, in addition to the low flows, the patient presented with fatigue, dizziness, and difficulty breathing, and the left ventricle (lv) was found to be extremely large. It was noted that the patient's international normalized ratio (inr) was over 5 and the mean arterial pressure (map) was 78, and the patient was intubated. Testing revealed a large thrombus located in the inflow cannula, and several medications and therapies, including anticoagulants, thrombolytic therapy, and a washout maneuver, were provided. Review of the controller log files revealed a decrease in power consumption and estimated flows starting on (B)(6) 2023, with a return to baseline parameters on (B)(6) 2023. An additional slight, gradual decrease in power consumption and estimated flows started on (B)(6) 2023. 137 low flow alarms were logged since (B)(6) 2023. Additionally, review of the event log file revealed five (5) controller power-up events, with associated motor start events, logged on (B)(6) 2023 at 06:14:33 and 12:28:02, on (B)(6) 2023 at 08:33:13, and on (B)(6) 2023 at 03:23:09 and 03:44:12. The controller was without power for 46 seconds, 17 seconds, 16 seconds, 10 seconds, and 29 seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported low flow and loss of power events were confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited below normal power and the controller exhibited multiple loss of power alarms. Also, the patient presented to the hospital with fatigue, dizziness and difficulty with breathing. An activated partial thromboplastin time (aptt), a prothrombin time (pt) and a transthoracic (tte) echocardiogram were performed resulting in huge thrombus located in the inflow cannula, even sticks out from the cannula. Medications and multiple therapies were provided (thrombolytic, anticoagulants etc.). A washout maneuver was performed with no success. The patient remains intubated at the intensive care unit (ICU), not conscious and with very low left ventricular fraction.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #:1420. Catalog #:1420. Expiration date: 31-jul-2018. Serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 31-jul-2017. H5: no h6: patient ime code(s): e2401 h6: patient ime code(s):e0514, e0112, e0717, e2312, h6: imf code(s): f1203, f08, f2203, f23, f2303. H6: img code(s): g04035. H6: FDA device code(s): a0708. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA. Conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.